Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited procedure and patient information provided, the cause of the reported local reaction could not be determined. There is no evidence to suggest that the mynx device did not meet specification. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. The review of the lhr (lot f1001101) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported to the aci sales professional that a (B)(6) male patient underwent a catheterization procedure on (B)(6) 2010. Mynx was used for femoral arterial closure following the procedure. The deployer was a trained user. The patient received 1 gram of ancef after the case and prior to the closure. There were no reported complications during the procedure or closure. On (B)(6) 2010, the patient returned to the ER and was admitted with a firm "1/2 dollar size" area of redness with a "pimple-like head" on it. There was a slight increase in white blood cell count but no fever. The following day, on (B)(6) 2010, an incision and drainage (I & d) was performed in the or and a culture was taken which was reported to be negative. The patient was placed on IV antibiotics (although the culture was negative) and therefore remained hospitalized for one more day per standard hospital protocol and discharged on (B)(6) 2010, with no further clinical sequela.